Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4 weight is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. A medical device report on the impella cp (pump 1) with serial number 443784 will be filed.

Event description:
Clinical review/rationale: in 10/2023 an impella 5.5 was placed to escalate care from an impella cp and ECMO that had been previously supporting for under a week. The 5.5 supported via the axillary graft site for the patient with known diagnosis of cardiogenic shock and acute myocardial infarction. The abiomed team in japan in 1/2026 located the publication of this patient support. The publication noted the patient to have suffered harms with a relationship to the pump use/procedure. Additionally the publication noted there was myocarditis. The publication speaks to hemolysis, access site bleeding at the axillary site, and anemia. Hemolysis had begun on the first impella pump and renal function deteriorated and this caused the coagulation issues to worsen for the patient. The medical team treated the patient with blood product infusion and suture. The hemostasis was achieved by the placement of the viabahn stent after balloon angioplasty and surgical intervention at the graft anastamosis. The patient survived the event per the publication. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding, hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions

Manufacturer narrative:
Major bleed / access site adverse event: the cause of the major bleed/access site adverse event could not be determined without the returned product for investigation and sufficient clinical details. Anemia: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details.